Manufacturer narrative:
Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: it is unknown if a device will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the nurse engaged the safety mechanism of the safety device following patient use, verified by hearing the "click". While disposing the device in the sharps container, the nurse stuck her hand on the exposed needle. The nurse received post-exposure testing but did not require prophylactic medications.